Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: on the event date, inratio: 6.4, lab: 9.4. Also the patient repeated the test in two different hemosense meters. The readings are as follows: on the same day, 2.8, on the same day, 3.8. Patient was given vitamin k.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: on the event date, inratio: 6.4, lab: 9.4, mean: 7.9, confident limits: not within the confident limits. As per internal procedure rev. 2 section 10.1 if the mean is higher than 5.0 and the difference between inr's is greater than 2.2, it is inaccurate. The mean for this event is 7.9 and the difference 3.0 between the lab and inratio meter value. The product will be investigated. The patient was given vitamin k. This is an adverse event. Also, the patient repeated the test in two different hemosense meters. The reading and calculation are as follows: on the same day 2.8, , on the same day, 3.8, average 3.3, stdev 0.71, %cv 21.43. As per internal procedure rev. 2 section 2 if the %cv is greater than 20% criterion is not met. The %cv is 21.43 which is greater than 20%, so the product will be investigated.